Event description:
Alleged event: the doctor found clips cannot be ligated correctly and doctor felt that the clips were softer than the ones he used before. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot # 73e1400403 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.